Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited no infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead were explanted and right (ra) lead remain in service. There were no adverse patient effects reported. This explanted rv lead will not be returned. Additional information indicates the correction of patient details.

Manufacturer narrative:
This supplemental is being filed to correct the patient's details.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead were explanted and right (ra) lead remain in service. There were no adverse patient effects reported. This explanted rv lead will not be returned.

Manufacturer narrative:
This supplemental is being filed that there is no infection involved for device and leads.